Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was around 300 mg/dl with trace amount of ketones. The customer administered manual injections to address bg levels. However, on (B)(6) 2016, the customer went to the emergency room (ER) and was treated with fluids and pain medications. Approximately 4 hours of later, the customer left the ER with a bg level around 180 mg/dl. Additionally, the contact stated that the customer was in "good shape" after receiving treatment from the ER.